Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered four rounds of inappropriate anti-tachycardia pacing (atp) and five inappropriate shocks due to 2 separate episodes of atrial arrhythmia with rapid ventricular response (rvr). The device remains in service. No additional adverse patient effects were reported.